Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The end user stated that the rubber came off of the rear wheel came off of the wheelchair.